Event description:
It was reported that the patient presented post cardiover- sion with no sensing or pacing in the ventricle. Thresholds had previously been around 1.0 v, 0.5 ms. Lead impedance was "something like 3000". The patient was not pacemaker dependent.